Manufacturer narrative:
This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient was experiencing difficulty sleeping at night due to pain, requiring frequent movement to achieve a comfortable position. The patient has attempted multiple treatments, including surgery, injections, and physical therapy, without improvement in symptoms. Additionally, the patient underwent an injection that did not provide any benefit. The patient was currently taking meloxicam and gabapentin, typically using gabapentin at night for symptom management.